Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited low pacing impedance and low shock energy output while the patient received high voltage therapy. The physician plans to cap and replace the lead in the future, if possible, otherwise completely extract and replace the lead. No patient complications have been reported as a result of this event.